Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported observing fluid leaking from the supply bag. The patient stated it's not a lot of fluid it's only a drop of fluid at a time. There was no indication that there was an alarm or malfunction with the liberty cycler. It is unknown if the leak was occurring at the supply bag or the connection between the liberty cycler set and supply bag. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."